Event description:
It was reported that the patient was experiencing difficulty charging the ipg. X-rays were taken and it was determined that the ipg was positioned backwards. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.